Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) though programmed to a high pacing output was showing no pacing complex on the electrograms (egm). There was no further information provided before the caller disconnected. No patient complications have been reported as a result of this event.